Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-08163). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported when a patient presented in clinic for a routine follow up, the device could not be interrogated. The device was explanted at the hospital and replaced.